Manufacturer narrative:
It was reported that the issue occurred one time. The remote service engineer advised the customer to replace the blower to address the blower temperature high error code. Multiple attempts were made to obtain information regarding the repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported error blower temp high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.